Event description:
It was reported that when the device closed it swivels and twists or pinches the catheter, preventing urine flow.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed.(B)(4).